Event description:
A routine search of the scientific literature identified an article by giannoudis, pv et al: the synergistic effect of autograft and bmp-7 in the treatment of atrophic nonunions, clinical orthopaedics and related research, published online april 2009. The authors refer to adverse events experienced by some of the 45 patients who were treated with a combination of autologous bone graft (abg) and bmp-7 for their long bone atrophic, aseptic nonunions. The authors retrospectively reviewed the prospectively collected data of patients who were treated in two trauma centers between (B)(6) 2003 and (B)(6) 2006. Six of the patients (demographics unk) were reported to have persistent pain attributable to soft tissue contractures and joint stiffened. Six patients were reported to have had hematoma and pain over the iliac crest abg harvest site. This resolved within 4-12 weeks from the grafting procedure. Three patients reportedly had superficial wound infections postoperatively. The infections were treated with oral antibiotics for two weeks and resolved. Further information will be requested from the authors. This initial MDR is being submitted as an aggregate report until further information is received.